Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer reportedly filled the cartridge with insulin that was not room temperature. Customer was instructed to fill cartridges with room temperature insulin per the user guide. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. There was no adverse impact to customer's blood glucose.